Manufacturer narrative:
This is the first of 2 reports. Subject device is not available.

Event description:
It was reported that during procedure inside the patient with a balloon occlusion catheter (subject device), the guidewire was pulled back inside the balloon causing blood to clog the deflation holes and preventing proper deflation of the balloon. The same issue occurred twice with two balloon occlusion catheters. There was no clinical consequences to the patient. This report concerns the first balloon occlusion catheter.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Visual examination of the returned device revealed that the distal catheter shaft was kinked/bent. During analysis, the device was flushed and the balloon did not inflate. The balloon was inspected and it was noted that the balloon was burst. A demonstration 0.014¿ guide wire was advanced to the distal tip without any issues. The event description indicated that, the guidewire was pulled back inside the balloon causing blood to clog the deflation holes. It is probable that procedural or anatomical factors encountered during the procedure contributed to the reported event. Therefore, an assignable cause of operational context has been assigned to this investigation. This is 1 of 2 reports filed associated with this event.

Event description:
It was reported that during procedure inside the patient with a balloon occlusion catheter (subject device), the guidewire was pulled back inside the balloon causing blood to clog the deflation holes and preventing proper deflation of the balloon. The same issue occurred twice with two balloon occlusion catheters. There was no clinical consequences to the patient. This report concerns the first balloon occlusion catheter.